Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm the patient reused a homechoice automated pd set with cassette during peritoneal dialysis (pd) therapy. This occurred during the last fill cycle of pd therapy. The patient had connected a new bag to the heater line. The technical service representative assisted the patient in ending therapy. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.